Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and the completed investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the biopsy channel leaked, foreign matter may have remained in the device due to improper reprocessing. Olympus could not identify foreign matter. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection (detection way is included.) - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (preventive measures are included.) Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the internal parts of the evis exera iii gastrointestinal videoscope was pierced causing black liquid to drip out once cleaned. While the intended procedure was unknown the diagnostic procedure was completed with no delay in procedure. The event occurred during reprocessing. The fluid did not start to drip black until it washed and dried. There was no report of patient or user harm associated with the event.

Event description:
The customer reported to olympus that the internal parts of the evis exera iii gastrointestinal videoscope was pierced causing black liquid to drip out once cleaned. The event occurred during reprocessing. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned. An evaluation of the returned device confirmed the customer allegation. Leakage was noted in the instrument channel. Additional findings are as follows: (a.) The bending section cover had a crack, (b.) The control knob had chemical damage, (c.) The control knob play in the up/down and right/ left direction was out of specification, (d.) The distal end plastic cover had minor dents, (e.) The insertion tube was twisted (f.) The air/ water channel had the blue ring missing, (g.) The suction channel had red ring was missing and (h.) The light guide tube had scratches, (I.) The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.